Event description:
Information was received that reported a patient was hospitalized in 2006, with hyperglycemia and vomiting. The patient reports that they were away from home one day prior, and the pump began alarming, the customer could not describe the exact nature of the alarming beyond that the pump alarmed all day. When the patient returned home later that day he was vomiting and when tested his blood glucose was 545. Prior to the admit the patient's blood glucose was >600, upon admit they had brought it down to 250, but the patient was still vomiting. The patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.